Event description:
Patient underwent generator and lead revision due to battery depletion and high impedance. The patient did not follow up with neurologist for years and the battery was dead, so the surgeon does not know if the high impedance existed prior to surgery. The lead pin was inserted into the generator past the connector block and this was attempted several times. The surgeon was not aware of any trauma or falls and did not see any obvious lead breaks. The surgeon believes that damage to the leads caused the high impedance.